Event description:
A home patient's nurse contacted baxter's technical service center in 2004 to report that during the homepatient's last clinic visit, patient was very distended. Reportedly, the home patient's spouse advised the nurse that the home patient had been distended for several months; however, the home patient's nurse reviewed the home patient's file, and conferred with the other peritoneal dialysis nurses and confirmed that the home patient's abdomen was not notably distended during previous clinic visits. The home patient's nurse then had the home patient drain manually and reported that the home patient "drained out 150ccs of fluid, and approximately 1500 of air filled the rest of the drain bag". The home patient's nurse reported that the home patient has not experienced any shoulder or abdominal pain. Baxter has not been notified of any medical intervention being necessary as a result of this issue to date.